Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/02/2016 with the following findings: a review of the pump black box data showed that there was one pump reboot event. During visual inspection of the pump, it was observed that the pump was returned with a crack alongside the battery compartment. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned with the pump therefore it was not able to be tested and a test cap was used to complete the investigation. The test battery cap was able to secure properly to the pump. The pump was exercised for 24 hours with no loss of power occurring with the test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.